Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The physician made several programming changes to optimize the battery life, but with no success. The device will be explanted and replaced. No patient complications have been reported as a result of this event.